Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 220-546 mg/dl at time of alarms. Hcp identified customer's ketone levels as dangerous. Elevated blood glucose was addressed with a manual injection. Customer changed pump supplies to address the issue, but occlusion recurred. System check was being performed with tandem technical support; however, customer declined to complete the check. Customer ultimately reverted to an alternate method of insulin therapy.